Manufacturer narrative:
Stn # (B)(4). Investigation: the disposable set was not received for evaluation. The manufacturing records,test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. There have been no other similar complaints against this production lot number. Root cause: a definitive root cause could not be determined. No anomalies were noted in the production records. Leukocyte leakage is commonly caused by the following: characteristics of the blood - leukocyte leakage may occur due to blood characteristics of donors. Pressure loaded on the filter membranes - when a physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage. The instructions for use of the product include the following warning: "do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood."

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The disposable kit is not available for return because it was discarded by the customer.